Manufacturer narrative:
Evaluation summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other reported in the lot number. Attempts have been made to obtain additional information by fax. A completed questionnaire was received on (B)(6) 2014. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient had glare and dysphotopsia. The lens was exchanged two months after initial implantation with a different model iol. In a follow up, the surgeon reported that the event resolved after the exchange procedure. No further information is expected.